Event description:
New information received stated that the lead dislodgement was noted at a routine clinic visit. There were no electrical anomalies observed due to the dislodgement. The patient was asymptomatic and stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead had become dislodged. Lead was capped on (B)(6) 2019 and a new lead was implanted.